Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon said patient had dislocated. He liked stem position and cup position. Surgeon thought dislocation was related to patient's lack of abductor continuity. Removed liner and implanted a series ii constrained liner."